Manufacturer narrative:
E1: facility name (B)(6). Address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found a high number of separate instances of "high alarm displayed: downstream occlusion" reports, which points to a faulty downstream occlusion (dso) sensor. Functional testing was performed, and the pump was administering bolus and pcea dose normally at the time of investigation. The cause of the customer reported issue was not determined. The dso sensor was replaced.

Event description:
It was reported that there was no bolus. There was unknown patient involvement.